Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
No patient sample or product return was received. Testing was performed using a retained kit of architect estradiol lot 34908ui00. Controls and panels were evaluated. All validity and acceptance criteria were met. A review of historical testing was performed which indicated that lot 34908ui00 passed all the required specifications. A review of all non-conformance reports and deviations associated with architect estradiol reagent lot 34908ui00 and all associated sub-lot numbers demonstrated that there have been no known quality issues in relation to this product since manufacture. Customer complaint data was reviewed and no adverse trends were identified. The architect estradiol reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Event description:
The customer stated that decreased architect estradiol results were generated. An initial result of 2657 pmol/l was generated with sid (B)(6). A new sample (sid (B)(6)) 2 days later generated an estradiol result of 807 pmol/l. The two samples were repeated and generated similar results. Sid (B)(6): 2562 pmol/l; sid (B)(6): 810 pmol/l. There was no report of impact to patient management.